Event description:
On (B)(6) 2013, it was reported that the pump emitted a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be confirmed on investigation. The pump was found to be unresponsive on evaluation; the pump had no audible tone, no vibration, and a blank display. There was no damage observed to the battery compartment; moisture was discovered within the battery compartment and a leak test revealed a battery compartment leak. The battery cap threads were observed to be damaged and the battery cap could not be secured properly to the pump. There was no evidence of moisture, damage, or defects with the pump¿s internal components.